Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise on the shock channel and a review of the device data identified out of range shock impedance measurements which were greater than 125 ohms. There are no stored episodes to indicate a lead issue. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.